Event description:
The user facility reported that a spring arm cover plate dislodged from the lighthead during a surgical procedure and fell onto the sterile field. This occurred when the lighthead struck another surgical light as it was being repositioned by the user facility staff. The staff re-draped the patient and completed the procedure successfully; no injuries were reported to hospital staff or the patient.

Manufacturer narrative:
A steris service technician inspected the surgical light and found the lighthead to be in poor condition due to the improper cleaning methods used. The technician identified: scratches and abrasions; yellowing of the lighthead surface; small cracks along the top surface of the lighthead; rust; and blistering and missing paint. This surgical lighthead is not maintained by steris; it is maintained by a third party biomedical service group. An analysis of the photographs and the report from the service technician identified that cause of the spring arm cover plate falling onto the sterile field was the cover plate not being properly secured following a recent service activity by the third party biomedical service group. In-service training on the proper use and maintenance of the surgical light has been scheduled for (B)(6) 2011.